Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels reached 19 mmol/l (342 mg/dl) while wearing the pod between 37 and 48 hours on the abdomen. Upon inspection, it was noticed that the pod was leaking, and the cannula was not properly inserted into the skin. A new pod was applied to treat the hyperglycemia.